Event description:
The facility reported an inaccurate volume found during patient infusion with no patient injury or medical intervention required. The facility contact stated that the device was taken out of service after 2.5 hours of intermittent occlusion alarms and tested by the biomedical department. The device history stated that the volume delivered was -.03. There is no add'l info.